Event description:
Product functioned appropriately initially, then the tip of the laser fiber did not display consistent light emission and coloration. Appeared to be defective at that time, and another fiber was opened and used instead.